Manufacturer narrative:
An event regarding stem fracture involving an exeter stem was reported. Cup malposition was confirmed from the medical review. Method & results: -device evaluation and results: not performed as the device was not returned. - medical records received and evaluation: a review of the medical records by a clinical consultant noted : issue with two sequential left hip revisions in a now (B)(6) female patient (1940), the first in 2012, some 6-years after implantation with cup revision due to loosening when cup exchange with impaction bone grafting was performed while the stem was retained although mounted with a new 32-mm/+8-mm femoral head due to stability issues. The second revision was performed less than 3-years later in 2015 due to exeter stem neck fracture. The stem was replaced using cement-in-cement technique with implantation of an exeter srs stem in more anteversion than the previous stem. X-rays confirm the exeter stem neck fracture directly below the femoral head. The acetabular cup has no anteversion while the lateral x-ray confirms the cup is in significant retroversion with a large cement mass overhanging the posterior rim of the cup causing direct contact between bone cement mass and stem neck through impingement. - device history review: a review of the device history records could not be performed as the lot number was not reported - complaint history review: a complaint history review could not be performed as the lot number was not reported. Conclusions: a review by a clinical consultant concluded that the cause of the event was: cup malposition in absent anteversion, large overhanging cement mass over posterior cup rim, retained after the previous revision surgery in 2012 with impaction bone grafting and use of +8-mm femoral head as secondary contributing factor to increase the jrf no further investigation for this event is required at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that an exeter stem had fractured. A revision operation took place. It was reported that the revision operation dates from several months ago, but the exact date is unknown. Without specific cause or trauma, acute pain in the hip region. Attended the emergency department, fracture of the stem was diagnosed. The lot code of the stem is unknown, and can not be found anymore. The broken implants are not available anymore for analysis. Medical review by dr. (B)(6) indicates the cup malposition.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that an exeter stem had fractured. A revision operation took place. It was reported that the revision operation dates from several months ago, but the exact date is unknown. Without specific cause or trauma, acute pain in the hip region. Attended the emergency department, fracture of the stem was diagnosed. The lot code of the stem is unknown, and can not be found anymore. The broken implants are not available anymore for analysis. Update: medical review by (B)(6) indicates the cup malposition.